Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 8 years 11 months post implant of this bioprosthetic valve, the device was replaced valve-in-valve with transcatheter aortic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that 8 years 11 months post implant of this bioprosthetic valve, the patient seen for weakness and shortness of breath along with symptomatic bradycardia. The patient was also found to have av dissociation and complete heart block on electrocardiogram in the emergency room. Her beta blocker was held - subsequently, she was in mobitz type 1 heart block. She received a l-sided dual-chamber pacemaker at that time. Echocardiogram noted an increased gradient across the valve of 116.9/74.3 mm hg. The patient underwent a successful transcatheter valve-in-valve replacement due to stenosis of the bioprosthetic aortic valve which was done 11 days post implant of the pacemaker. Transthoracic echocardiogram (tte) post implant showed no significant regurgitation and that the valve was well situated. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.